Event description:
Reporter indicated a vns patient's generator was disabled due to the pt's inability to tolerate hoarseness, coughing, and an increase in depression. The patient's depression level prior to being implanted is unknown. The physician has attempted to "play around with the settings; however the pt would sometimes come back on the same day or the next day to get it changed again." An ent determined the hoarseness is not vocal cord paralysis. Good faith attempts to obtain additional info have been unsuccessful to date.